Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the patient line of the liberty cycler set during fill 1 of their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 0 of 5 of treatment. It is unknown at which point in therapy the leak may have begun. The patient was advised to reset up with new supplies. Additional information was requested, however; to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. Based in the complaint description the alleged event is confirmed since the incident was caused by the user. The user did not connect the patient line to patient catheter during step 7 which was the cause of the air detected in cassette alarm during drain 0 of 5. In addition, the user guide was reviewed and step 7 states ¿use aseptic technique to connect blue line to yourself.¿ there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the patient line of the liberty cycler set during fill 1 of their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 0 of 5 of treatment. It is unknown at which point in therapy the leak may have begun. The patient was advised to reset up with new supplies. Additional information was requested, however; to date has not been provided.

Manufacturer narrative:
Correction: h10 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. Based in the complaint description the alleged event is confirmed since the incident was caused by the user. The user did not connected the patient line to patient catheter during step 7 which was the cause of the air detected in cassette alarm during drain 0 of 5. In addition, the user guide was reviewed and in step 7 it states ¿use aseptic technique to connect blue line to yourself." In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the patient line of the liberty cycler set during fill 1 of their pd treatment. The patient was helped to bypass into fill 1 since the patient was empty, but when the cycler started to fill they noticed fluid coming from the end of the patient line. The patient stated they were not connected yet. The patient reported receiving an air detected in cassette alarm during drain 0 of 5 of treatment. It is unknown at which point in therapy the leak may have begun. The patient was advised to reset up with new supplies. Additional information was requested, however; to date has not been provided.

Manufacturer narrative:
Correction: b5, h6, h10 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. Based in the complaint description the alleged event is confirmed since the incident was caused by the user. The user did not connected the patient line to patient catheter during step 7 which was the cause of the air detected in cassette alarm during drain 0 of 5. In addition, the user guide was reviewed and in step 7 it states ¿use aseptic technique to connect blue line to yourself." In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the patient line of the liberty cycler set during fill 1 of their pd treatment. The patient was helped to bypass into fill 1 since the patient was empty, but when the cycler started to fill they noticed fluid coming from the end of the patient line. The patient stated they were not connected yet. The patient reported receiving an air detected in cassette alarm during drain 0 of 5 of treatment. It is unknown at which point in therapy the leak may have begun. The patient was advised to reset up with new supplies. Additional information was requested, however; to date has not been provided.